Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was loaded with fresh blood when the physician pulled the pacemaker and lead out of the pocket during generator change out. Boston scientific technical services (ts) stated that for the blood to get inside, there must be a small perforation in the insulation. The lead was tested, and everything was stable with the new device. Boston scientific technical services (ts) recommended to consider next time to replace the lead to avoid potential for failure. The lead remains in service. No additional adverse patient effects were reported.